Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens and peeled downstream occlusion (dso) seal. No evidence was found in the event history logs. Functional testing was performed but the reported issue could not be replicated; however, error code 45630' was present in the pump. The root cause was determined to be a motor sense issue. The motor was replaced as a preventative measure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: b3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited an unspecified error code. Per the reporter, there were no patient adverse effects.